Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was received with hair inside the package. The device was unpacked and unused. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good" despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was received with hair inside the package. The device was unpacked and unused. There were no patient involved as reported by the bsc contact. According to the complainant, the issue was noticed when the device was validated by the facilities supply processing distribution department. Reportedly, there was no damage to the device packaging, but they found out that a foreign matter (hair) was inside the packaged. There were no other reported issues encountered with this device. Additional information received as of (B)(6) 2013 received confirmation that there was no patient procedure. According to the complainant, the issue was noticed when the device was checked at the complainant¿s supply processing distribution department. This event has been deemed a non-reportable event based on additional information received reporting that the hair was found outside of the sealed sterile pouch. Investigation results confirmed that the hair was found outside of the sealed sterile pouch.

Manufacturer narrative:
Visual examination found the return unit in its original sealed pouch. No damages were noted to the device or the sealed pouch. Furthermore, the investigation revealed that the seal of the pouch was not compromised. A hair was found outside of the sealed sterile pouch. The condition of the returned incident device did not identify any evidence of failures due to the decontamination process. The complaint was not confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.